Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, while attempting to implant the left ventricular (lv) lead, it was noted that the patient experienced a dissection. The lead was not used. The patient condition was unknown.

Manufacturer narrative:
The lead was returned with a reported event of dissection during procedure. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies on the lead. Electrical testing was normal. The s-curve hump height was measured within specifications.

Event description:
New information received notes that the patient was discharged.